Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked when the surgeon tried to load it into the delivery tube and the second did not deploy out of the delivery thube. A third seal was used to complete the procedure. No pt complications were reported.